Event description:
It was reported that during testing at the manufacturer facility, the tps bi-directional footswitch had a cut in the cord with bare copper wires showing, presenting a potential shock hazard. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The footswitch is not a repairable device and will not be returned to the user facility.